Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the technical support specialist logged into the server to verify the user's permissions and role. The tss confirmed that the user had the correct "nurse" role and was marked as active, with access to remove drug security groups. The tss reviewed database snapshots and found a discrepancy due to the inclusion of a middle initial. After running an activity report, the tss confirmed the user had recent removal activity, indicating proper access. The customer confirmed that the issue was resolved and tss proceeded with the case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user saw a blank page after logged into device. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the technical support specialist logged into the server to verify the user's permissions and role. The tss confirmed that the user had the correct "nurse" role and was marked as active, with access to remove drug security groups. The tss reviewed database snapshots and found a discrepancy due to the inclusion of a middle initial. After running an activity report, the tss confirmed the user had recent removal activity, indicating proper access. The customer confirmed that the issue was resolved and tss proceeded with the case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user saw a blank page after logged into device. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.